Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses. Bilateral deflation was observed on (B)(6) 2018. As a result, the devices were explanted on (B)(6) 2018. (See 1645337-2018-03838 for contralateral prosthesis report).